Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse inspected the patient side cart (psc) and found saline residue on the system power manager and battery box. The psc was not recognized on startup. The psc would turn off after 3-4 seconds. Clicking sounds could be heard around the redundant medical grade power supply (rmgps). The fse confirmed water intrusion on multiple parts, cleaned and dried the parts. The fse later replaced the spm to resolve the issue. The psc was verified to be working normally. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The reported failure was confirmed. During visual inspection, signs of fluid intrusion was found on the spm. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the spm has contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had a saline bag explode and spill on the base of the patient side cart (psc). The customer power cycled the system and did not have any errors. The customer wanted to know if the system could be used with no errors related to the saline spilling on the system. The intuitive surgical, inc. (Isi) technical service engineer (tse) confirmed that the system was not faulting at the time of the call but could not make any statements regarding future use. The customer was choosing to proceed by converting the procedure to laparoscopy to avoid any other issues. The procedure was converted to laparoscopic surgery with no reported injury.